Event description:
Patient representative reported left side "capsule-like connective tissue with chronic glanulating inflammation, here too focal evidence of lymphoid cells with significant nuclear enlargement." Later reported "along the left internal mammary artery, there is a somewhat prominent lymph node measuring 6 mm." Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number: 9617229-2023-13152. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: the device related to the reported events of granuloma and lymphadenopathy was received on july 28, 2025, lot number: 2646829. Based on the device analysis grid, the assessments of the complaint are: granuloma : unable to observe as it is not related to the manufacturing process. Lymphadenopathy : unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The reported events of "lymphadenopathy" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and granuloma.